Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: velmurugesan ps, imran a, vasudeva n, devendra a, dheenadhayalan j, rajasekaran s. Is dhs with fibular strut graft superior for the fixation of comminuted femoral neck fractures (fnf)? A comparative analysis with new implant femoral neck system. Indian j orthop. 2025 apr 29;59(6):824-832. Doi: 10.1007/s43465-025-01389-3. Pmid: 40511348; pmcid: pmc12151948. Objective/methods/study data: the purpose of this retrospective study was to assess the efficacy of the dynamic hip screw (dhs) with fibular strut graft group against the femoral neck system (fns) group for treating comminuted femoral neck fractures (fnfs). Between january 2015 and december 2021, a total of 50 patients with comminuted fnfs were included in the study. The mean age of patients in the dhs with fibular strut group was 40.67 years (with a range of 29¿50 years), while the mean age of patients in the fns group was 44.45 years (with a range of 28¿50 years). Twenty-one (21) patients were treated with the dhs and fibular strut fixation method, while twenty-nine (29) received the femoral neck fractures fns fixation method. All patients included in the study had a minimum follow-up period of 2 years. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: femoral neck systems (fns) and dynamic hip screw (dhs) with fibular strut graft adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 8): (n= 8) patients experienced nonunion. Among these patients, six required total hip replacement, one patient underwent valgus osteotomy and dhs fixation, which eventually resulted in union, and one patient was lost to follow up. (N= 2) developed a peri-implant subtrochanteric fracture as a result of high-velocity injury following the union of the neck fracture. (N=5) cases of femoral neck shortening. Adverse event(s) and provided interventions possibly associated with unk - constructs: dhs/dcs (qty (B)(4): (n=1) patient experienced nonunion. (N=1) avascular necrosis (avn) (n=6) femoral neck shortening. Adverse event(B)(4). (N=1) screw cut-out.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.